Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jan-2019. With the following findings: evaluation revealed the display was dim and discolored. Evaluation also revealed the display lens was scratched. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed the display was dim and discolored. Evaluation also revealed the display lens was scratched. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10-jan-2019.